Event description:
It was reported that when the customer opened the box, the item was cracked.

Manufacturer narrative:
The proximal connector of the returned valve was fractured. A piece of the sheeting was torn off near the proximal occluder. It is unk how or when these damages occurred. The damaged condition of the valve precluded further testing. The instructions for use that accompany the device caution that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.